Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 4 of 4. The patient had 2 anchors (from the same lot) implanted as part of her scs system. Reference MFR. Report #'s: 3006705815-2016-00244, 1627487-2016-03158, 1627487-2016-03159. Follow-up information revealed the patient's scs was explanted on (B)(6) 2015, due to meticillin-resistant staphylococcus aureus (mrsa) infection that had spread throughout the entire scs system. Please note: the patient's anchor has been added to this event as a new device report (device 4).